Event description:
Event verbatim [preferred term] , once I fell sleep with it on and it gave me a blister [blister], I have osteoarthritis, rheumatoid arthritis, and arthritis and your product has made me feel better; also used for bad periods, pcos [device use issue], narrative: this is a spontaneous report from a contactable consumer. A 33-year-old female patient started to use thermacare heatwrap (thermacare menstrual) from an unspecified date at 1 wrap for 3 days for osteoarthritis, rheumatoid arthritis, arthritis, bad periods, and polycystic ovarian syndrome (pcos). Medical history included ongoing osteoarthritis, rheumatoid arthritis, and arthritis from 2002 (receives physical therapy), bad periods/pcos from 1990s (treated with mirena iud), and disability. Concomitant medications were none. The patient reported, "I love your product I have osteoarthritis, rheumatoid arthritis, and arthritis and your product has made me feel better from 2002." She also informed that she used the product for bad periods, pcos. She also stated, "I love your product, once I fell sleep with it on and it gave me a blister." Action taken and events outcome were unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction? Yes. Severity of harm: n/a. Site sample status: not received. Follow-up (01mar2017): new information reported from a contactable consumer includes: medical history (osteoarthritis, rheumatoid arthritis, arthritis, bad periods, pcos, disability), product data (additional indications of bad periods, pcos; dosage), and event data (using for bad periods, pcos; fell sleep with it on and it gave me a blister). Follow-up (04may2017): follow-up attempts are completed. No further information is expected. Follow-up (01mar2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up(20dec2019): follow-up attempts are completed. No further information is expected. Follow-up (27may2020): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of "blister" described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction? Yes. Severity of harm: n/a. Site sample status: not received.

Event description:
Once I fell sleep with it on and it gave me a blister [blister], I have osteoarthritis, rheumatoid arthritis, and arthritis and your product has made me feel better; also used for bad periods, pcos [device use issue]. This is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare menstrual) from an unspecified date at 1 wrap for 3 days for osteoarthritis, rheumatoid arthritis, arthritis, bad periods, and polycystic ovarian syndrome (pcos). Medical history included ongoing osteoarthritis, rheumatoid arthritis, and arthritis from 2002 (receives physical therapy), bad periods/pcos from 1990s (treated with mirena iud), and disability. Concomitant medications were none. The patient reported, "I love your product I have osteoarthritis, rheumatoid arthritis, and arthritis and your product has made me feel better from 2002." She also informed that she used the product for bad periods, pcos. She also stated, "I love your product, once I fell sleep with it on and it gave me a blister." The action taken and events outcome were unknown. Follow-up (01mar2017): new information reported from a contactable consumer includes: medical history (osteoarthritis, rheumatoid arthritis, arthritis, bad periods, pcos, disability), product data (additional indications of bad periods, pcos; dosage), and event data (using for bad periods, pcos; fell sleep with it on and it gave me a blister). Follow-up (04may2017): follow-up attempts are completed. No further information is expected. Follow-up (01mar2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Based on the information provided, the event of "blister" described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. Based on the information provided, the event of "blister" described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device.